Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a cracked identification tag. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured at the areas of approximately 26 and 80 millimeters (mm) from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise and high impedance code.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system emitted beeping tones due to high out of range shock impedance measurements. An x-ray was taken and confirmed the system placement could be optimized as the observed bending in the electrode could be causing tension on the system. The electrode was also noted to have been fractured. The entire system was subsequently explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system emitted beeping tones due to high out of range shock impedance measurements. An x-ray was taken and confirmed the system placement could be optimized as the observed bending in the electrode could be causing tension on the system. The electrode was also noted to have been fractured. The entire system was subsequently explanted, replaced and expected to be returned for analysis. No additional adverse patient effects were reported.